Manufacturer narrative:
(B)(4). We are still in the process of completing our investigation. We will provide a follow-up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6), via a fisher and paykel (f&p) healthcare field representative that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no reported patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher and paykel (f&p) healthcare field representative that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no reported patient involvement.

Manufacturer narrative:
(B)(4) method: the subject mr850 respiratory humidifier was returned to the fisher & paykel healthcare (f&p) in new zealand for evaluation. The device was visually inspected and opened for further inspection. The speaker was also performance tested by measuring the impedance. Results: visual inspection and disassembly showed no damage to the speaker. The speaker impedance measured was out of specification. Conclusion: we are unable to determine the cause of the reported event. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual states that "all servicing procedures shall be followed by a humidifier functional test and an electrical safety test, to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.